Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Broken pc. Remains in patient

Event description:
International affiliate reports that prior to performing a bilateral vertebroplasty, the surgeon placed two depuy synthes diamond 13g 4" introducer needles found in the 11cc confidence plus kit through the skin, into the patients vertebral body, through the pedicles to allow for cement augmentation. Upon insertion into the left pedicle, the surgeon noticed that the bone appeared sclerotic and not suitable for a vertebroplasty. At this point he tried to remove the introducer needle from the patient but it was stuck. After several attempts at removal, the introducer needle broke. The surgeon then had to remove the prominent parts of the needle left in the patient using a penny backer/bone nibblers. All of the needle could not be removed as it was stuck deep inside the vertebral body and would have required more invasive surgery to fully remove the remaining parts. It was reported that the surgeon removed a sufficient amount of the broken needle so that he was satisfied that the part of the needle left in the patients vertebral body not cause any harm or damage to the soft tissue in the surround areas. The vertebroplasty was subsequently stopped as it was deemed not suitable for this patient.